Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/08/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. The clear silicone insulation on the cold jaw was observed to be peeled back from the cold jaw, exposing the cold metal tip of the jaw. No other visual defects were observed. An investigation was conducted on 01/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled back, exposing the cold metal tip of the cold jaw. No other visual defects observed. Based on the photographic evaluation as well as the returned condition of device and the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000353124 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: clip applier was not loading. Patient status: no patient injury has been reported. Intervention: ni.